Event description:
Chest tube placed during thoraco-abdominal surgery no problems. Chest tube removed with no problem on 3rd post-op day. July, 1994 apparently retained foreign object noted on x-ray as incidental finding. Pt having no symptoms. Confirmed by c.t.scan. Can only surmise it to be piece of chest tube. This office informed 7/20/94.